Manufacturer narrative:
Initial reporter phone no.: (B)(6). A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available, however, a photograph of the sample was provided for evaluation. The reported condition was not verified through the visual inspection of the provided picture. The cause of the reported issue was design related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the return line of a prismaflex m100 during priming. There was no patient involvement. No additional information is available.